Event description:
The customer reported to olympus that the evis exera iii video system center had no output under the digital visual interface channel. The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device and no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was no output under the digital visual interface channel due to a defective printed circuit board. No other issues were found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due a faulty printed circuit board. Olympus will continue to monitor field performance for this device.